Manufacturer narrative:
Eval summary: the op notes indicate that a trilogy multi holed cup was implanted with a "solution" stem (most likely non-zimmer). The op notes from (B)(6) 1999, were reviewed where the surgeon reduced the pt's hip. The surgeon stated that "it looked like an 8" solution stem that would appear to have settled about 3/4" from the center of head being level with the tip of the greater trochanter." It was stated that " it appears by x-ray because of the prominence of the greater trochanter as a result of the implant shortening that he is probably levering with external rotation the greater trochanter against the pelvis causing the implant to be dislocated anteriorly." This is one potential root cause identified by the surgeon that assessed the pt's condition and applicable x-rays. With the available info it is not possible to determine the exact cause of dislocation. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt underwent reduction by extension and internal rotation under traction due to dislocation.